Manufacturer narrative:
Investigation: a photo representation was received. However, no additional evidence of original packaging was available. A review of the device history record (DHR) and non-conforming material report (ncmr) for the reported lot was performed for the past 12 months on the reported lot information. There were no manufacturing or material defects reported that could have caused or contributed to the reported incident, ¿missing lids¿. A weighing system has already been implemented for this container manufacturing process to ensure the correct quantity of pieces per box before shipping. Unfortunately, a weighted label placed on the box by the weighing system is required to identify or confirm this issue. The root cause is unknown.

Event description:
It was reported that the lid was missing with a bd sharps coll¿ 19gal red. The following information was provided by the initial reporter: received a case with one lid missing.

Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the lid was missing with a bd sharps coll¿ 19gal red. The following information was provided by the initial reporter: received a case with one lid missing.